Manufacturer narrative:
The device history records (DHR) for the device was reviewed. The associated device was released based on company acceptance criteria. Root cause could not be determined conclusively. However, occurrences of dry eye are inherent to lasik. No UDI required due to this device being out of production prior to the september 24, 2014 UDI regulation date. The manufacturer internal reference number is: (B)(4).

Event description:
An optometrist reported a patient with dryness three weeks post photo refractive keratectomy (prk). Patient noted dryness following bandage contact lens removal. It was recommended that the patient turn off fans. Additional information has been requested. There are two related reports for this patient. This report addresses the patient's right eye, and another manufacturer report will be filed for the fellow eye.